Event description:
During functional testing, the device intermittently powered up without display. Complainant indicated that when the user tapped the top of the device, the display came back. Complainant indicated that there was no pt involvement in the reported malfunction.